Event description:
According to the reporter: procedure: the client reports that the device, which was applied on the patient in 2002 (in a different hospital), had to be partially removed because the patient suffered from leukorrhea. No further patient or incident details have been provided. Additional efforts have been made to obtain more details.